Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the reverse trend disengage switch would not engage, causing the trend function to not work. The tech adjusted the switch to repair the bed.